Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
There are a couple screws that are broken off that holds on the seat upholstery and they are broken off inside the seat rail of the chair.